Manufacturer narrative:
No product to be returned. The product was packaged (B)(6) 2019 on alloyd 2. DHR's review found no discrepancies or anomalies relevant to the complaint. In-process, product was inspected for leakage and no non-conformities were noted. Incoming records review for cuff component cp370 (lot # 3859259) found no issues relevant to the complaint.

Event description:
Information received a smith medical tracheostomy/pvc - portex tubes dic required change out before the four weeks of use and scheduled change out. The reason reported was the tracheostomy has a leak. The reported indicated that this occurred a total of three events requiring change out with a certain 3865716 lot . No patient adverse events reported.